Event description:
During a (pci) percutaneous coronary intervention procedure, after engaging the (gc) guiding catheter (heartrail ir) to the target vessel, a (gw) guidewire (runthrough) crossed the target lesion. The, pre-dilation with a (bc) balloon catheter and (ivus) intravascular ultrasound was conducted. When cypher (complaint product: 3.0x33mm) was delivered and when it reached the distal section of rca, it became stuck with the vessel due to the calcification and tortuosity and the gc disengaged. The gc was engaged again and when the cypher was being pulled back into the gc for retrieval, the proximal end of the cypher became stuck with the distal tip of the gc and the cypher could not be inserted into the gc completely. The stent was also slightly misaligned to the distal end on the balloon, so the physician decided to withdraw the entire system as one unit. The stent was shifted a half the length of the stent. While retrieving the system at the subclavian artery, the physician found the proximal end of the stent to be inserted into the tip of the gc so the physician inflated the balloon inside the gc to prevent the stent from dislodging from the balloon. The system finally was successfully retrieved out of the patient. Then another gc (mach1: art) was engaged and another stent (taxus 3.0x32mm) was implanted. The procedure was successfully finished. There was no patient injury reported. The complaint product was used clinically and only the sds without the stent will be returned for analysis. After the procedure, only the stent was discarded at the hospital. The rca had a de-novo, heavily calcified, moderately tortuous, and with a 90% stenosis. Radial approach was chosen for this procedure. Patient demographics and further information were not available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This product is similar to us cypher.